Event description:
It was reported the customer experienced high blood glucose levels (390 mg/dl). Customer reports to be working with her health care professional on pump settings. Customer uses humalog insulin, and changes cartridge and infusion set every 3 days.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for user with product other than humalog and novolog.